Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging that device over heating and burning the plug up. It would not start, burning/smoke/electrical odor. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturers product investigation laboratory for investigation. During the external and internal investigations, the manufacturer observed several abnormalities. The top enclosure screws were missing. Corrosion was present on the dc power jack (p4), indicating possible water ingress. Dust-like contamination was found within the blower box, including at both the air inlet and air outlet. Potential mineral deposits were observed on the bottom of the blower motor, further suggesting water ingress. In addition, black contamination consistent with keratin was identified at the air outlet of the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There was one error found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The manufacturer was not able to confirm the complaint or address the symptoms specified.